Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported (B)(6) the patient was unable to turn stimulation on. Diagnostics revealed high impedances on the patient¿s lead implanted at l5/s1. To address the issue, the physician plans to revise the lead.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s lead. Postoperatively, effective therapy was restored.